Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain via a manufacturer representative and a health care provider. It was reported that the patient fell on his implantable neurostimulator a few weeks prior to the report while walking with a walker and there was a large bruise at the implantable neurostimulator site. X-rays were taken, and nothing was different. The patient is concerned about if something was leaking or there was an issue with the system after the fall. The patient's pain level in his hip where the battery is implanted and down his leg had gotten worse. The health care provider wanted the implantable neurostimulator checked for system integrity. The patient was getting an MRI done and the manufacturer representative explained that his stimulator was not MRI compatible. The patient was looking into getting upgraded. There were no diagnostics run on the device and no interventions taken. There was no surgical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.